Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device was admitted in the hospital due to device related issues. There was no additional information given to specify the issue with the device. To date, this ICD remains in service. No adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.